Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6). H3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump detected and internal temp exceeded. A1102 was coded for a localizer faulted message. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. The returned camera was analyzed. The position sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .141mm with a passing threshold of .250mm. Codes b01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted message. Troubleshooting was performed. The network device interface (ndi) toolbox showed bump detected and internal temp exceeded. There was no patient involvement.